Event description:
A malfunction was reported by a customer involving a technical issue identified as 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The customer decided not to return the pump, and the complaint was closed without needing a replacement or further action.